Event description:
Puncture and introducing of standard 4 french sheath. Cross-over-maneuver. Change to supracore wire and introducing of fortress sheath until arteria iliaca externa left. Already during insertion a higher force was required to get the fortress sheath in. But the product went in without a problem. As the physician tried to pull back the sheath over the wire, it broke (inner coil reinforcement unbroken). It was tried to catch the distal end with a bigger sized 6 french sheath, but this was impossible because of profoundly scarred groin tissue. Proximal end of sheath was cut off. Surgical exposure of right groin was necessary. The distal end of sheath was stuck in the scarred groin tissue. Coil reinforcement was cut through and distal end of sheath was removed surgically. Wire was pulled back. As the treatment with fortress failed, additional surgical intervention was required to treat the acute occlusion of artery (embolectomy).

Manufacturer narrative:
This patient had bypass surgeries, veins had been harvested in this area, the tissue around the artery in question was completely scarred. The vessel itself was not calcified but just the tissue that the sheath had to go through to reach the artery. Fortress was not stuck on lesion area but was stuck in scar tissue area. The dissection of the sheath was not in the artery but in the scar tissue. There was no dilator inserted into the sheath as required in the IFU. The combination of the very hard scar tissue surrounding the sheath and not have the dilator inserted while retrieving may have resulted in collapsing of the sheath at the point where it enters the artery. Because of this collapsing/flattening, the sheath was even more difficult to pull back. In combination with the scar tissue the force required must have been higher than the strength of the sheath. Based on experience from creep testing the applied force during procedure must have been >30n in order to brake the coil of the sheath. Therefore the design of sheath is reconsidered as sufficient and weak material is not seen as root cause. The IFU for this medical product contains following precautions: "do not attempt introducer sheath advancement or withdrawal without guidewire and dilator secure in place. Severe vascular damage and/or injury may occur." "Do not attempt to advance or withdraw the introducer if resistance is felt. Use fluoroscopy to determine the cause. If the cause cannot be determined and corrected, discontinue the procedure and withdraw the introducer sheath. Continued advancement or retraction against resistance may result in serious injury, and/or breakage of the guide wire, introducer sheath, catheter or interventional medical device".